Event description:
It was reported that a patient with "posterior wall damage" underwent a kyphoplasty procedure on the l1 vertebral body. After surgery, the patient had several "fall down" accidents due to dementia. According to the report, the doctor found a re-fracture of the treated vertebral body (l1) which was compressed into the spinal canal. No other patient or device information from this event have been reported at this time. The patient's treatment and outcome are unknown.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies have been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.